Event description:
It was reported that high hv lead impedance was observed. The lead will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Initial reporter occupation: sales representative.